Event description:
Journal reference: ruiz pj, igneson jm, ayerbe j, et al. (Predictive clinical factors of response to subthalamic stimulation in parkinsons disease). Neurologia. 2007; 22(1): 1-4. The article describes a study involving 20 pt implanted with bilateral (15) and unilateral (5) deep brain stimulation (dbs) of the subthalamic nucleus for symptoms related to parkinsons disease. The purpose of the study was to prospectively eval the factors that may affect clinical improvement after surgery. One pt experienced a frontal hemorrhage during surgery and recovered with moderate behavioral sequelae. No add'l outcome info was provided.

Manufacturer narrative:
This report is being submitted following an injournal reference: ruiz pj, igneson jm, ayerbe j, et al. (Predictive clinical factors of response to subthalamic stimulation in parkinsons disease). Neurologia. 2007; 22(1): 1-4. Ternal audit.